Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was 200 mg/dl. Customer stated that the insulin pump had a blank display. The customer stated that the contact on the battery cap was neither missing nor damaged. Customer stated that the display of insulin pump was blank less than 30 seconds and then returned. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Device functioning properly. (B)(4).